Manufacturer narrative:
(B)(4).

Event description:
The customer states: "the endogia legacy blue was loaded on the idrive for the last firing on fundus of stomach but when dr, (B)(6) pressed on the green safety button and made first firing. The knife cut the stomach without stapling and this lead to massive bleeding current patient status: patient is not affected and she is fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.